Event description:
It was reported that the zone 2 of the integrated bed exit detection system of the bed was allegedly reacting as more permissive to movement then expected on one side. There was no injury related to the event.